Event description:
A customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion of test strips. On (B)(6) 2019 the customer lost consciousness,"hit the floor", and experienced a seizure. Emergency services were called and a glucose injection was administered as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Please note that this is also a follow up report related to emdr-68217. At this time product has not yet been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle optium neo meter was reviewed. The dhrs showed the freestyle optium neo meter passed all tests prior to release. The dhrs for the precision strips was reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.per manufacture (B)(4) is invalid and there is some typo error on the serial number. A valid serial number (B)(4) was found.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Kindly note that this is a second medical event on a different date for adc case ID (B)(6), associated with the same device and issue as (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion of test strips. On (B)(6) 2019 the customer experienced a hypoglycemia emergency while on an airplane. A physician on the airplane administered a glucose injection for treatment. There was no report of death or permanent impairment associated with this event.